Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus and gi bleeding are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With review of the available information no root cause conclusion can be made; however, clinical factors and this patients recent history may have contributed to the events. There is no indication that any device manufacturing or performance issues impacted the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
Information was received from the hospital's clinical engineer that the patient reported up trending powers (B)(6) 2015 and "off" sounding pump and that his pump had "sounded off." The patient was in the clinic on (B)(6) 2015. A manufacturer's review of log files noted a rise in power consumption starting (B)(6) 2015 with power above normal power consumption and five (5) high watt alarms since (B)(6) 2015. His latest inrs had been within therapeutic range. The patient was admitted to the hospital on (B)(6) 2015; intravenous heparin was started and aspirin 325mg was continued. The ldh down trended from 1040s to 800s. On (B)(6) 2015 it was reported that powers were "low to mid 4" flow reading less than 10 and ldh was trending down with inr trending up while remaining on heparin. The patient developed a gastrointestinal (gi) bleed with the transition of IV heparin to coumadin. He has been transfused and the site is awaiting the video capsule study results at this time. The site decreased his pump speed on (B)(6) 2015 due to the gi bleed. His powers were >10 in the afternoon of (B)(6) 2015, but decreased over the evening to mid 4's on (B)(6) 2015. His ldh was still above baseline as of (B)(6) 2015. A CT angio of the abdomen/pelvis was scheduled for (B)(6) 2015.

Manufacturer narrative:
A review of the controller log files associated with the event captured in (B)(4) confirmed the high power consumption. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 5.3 w on (B)(6) 2015 outside of normal operating range. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. DHR review: a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Bleeding is a known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. Though the root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed include anticoagulant therapy and this patient's recent history. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.